Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported PICC placed on july 13 and most recently maintained in december, was found to be leaking and the rupture was found to be located ten centimeters from the puncture. A new catheter was placed, but no other injuries were reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a single lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed the powerpicc with a needle free injection cap placed in a plastic bag. No obvious use residue was observed on the sample. No damage could be seen on the sample due to the quality of the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.